Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4). Description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the implant and lead site. Symptoms were pain, swelling and burning sensation. The physician believed that the infection was not device or procedure related. It was unknown what caused the infection. The patient was prescribed antibiotics intravenously and underwent an explant procedure.